Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low out of range shock impedance measurements. Rhythmcare recommended performing and x-ray to evaluate system placement. The patient was noted to have recently underwent dialysis. This device remains in service. No adverse patient effects were reported.